Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the imaging window was observed detached at lapjoint section and imaging window was observed deformed. Microscope test was performed on the distal housing of the transducer was observed detached from imaging core. Also, details of lapjoint detachment was captured and imaging window twisted. (Prior to impedance and image test) impedance and image test was performed and the impedance testing shows an electrical open at proximal wave form. Full image characterization testing cannot be performed based on the returned condition of the catheter. X-ray test was conducted to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken drive shaft and ic windup. Additionally, the distal section was observed on x-ray analysis. Based on the x-ray analysis, the base of the transducer housing was observed tear and separated from the drive cable.

Event description:
Reportable based on device analysis completed on 08apr2021. It was reported that lost image occurred. The 60% stenosed target lesion was located in the middle and distal end of right coronary artery (rca). An opticross hd imaging catheter was selected for use to view the target lesion. During usage, the catheter could not show the image. The catheter was sufficiently primed. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed a detachment in the lapjoint section.